Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the front leg of the 9650-4 collapsed where the bolt attaches in the center causing the consumer to fall to the floor.